Event description:
Caller alleges inaccuracy with inratio. Results as follows: date 2007, inratio 1.7 lab 3.1. Date 2007, inratio 1.7, lab 4.7.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date 2007, inratio 1.7, lab 3.1, mean 2.4, confidence limits 1.6 - 3.4. Date 2007, inratio 1.7, lab 4.7, mean 3.2, confidence limits 1.9-4.6. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the 1st data set, both inratio and lab values are within the confidence limits for inr testing. Hct level was at 37.6. For the 2nd data set, both inratio and lab values are not within the confidence limits and the hct level was at 35.2. The results are considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is required at this time. Retained strips lot 070253 were tested with returned meter using therapeutic blood from two donors. The acceptance criteria is as follows: if the sysmex inr is less than 2.0, then the allowable difference between the inratio inrs and the sysmex inr shall be +/- 0.5. If the sysmex inr is 2.0 - 4.5, then the allowable difference between the inratio inrs and the sysmex inr shall be +/- 1.0. The test results of retained strips lots 070253 in 2007, are as follows: based on the above test results, retained strips lot 070253 meets the criteria for strip accuracy.